Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the doctor used the subject device with esg-100 during a polypectomy. Then the doctor attempted to close the snare of the subject device and activate around the polyp, but the subject device could not be activated. Therefore the doctor attempted to open the snare and withdraw from the patient, but the snare could not be opened. The doctor severed the insertion portion of the subject device and retrieved the fragment. The doctor completed the procedure with another device. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was severed at 1927 mm from the distal end. However, as a result of checking the wire diameter and the conductivity, there was nothing abnormal detected. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and the similar cases in the past, the failure of the activation might be caused by the lower output value setting on the high-frequency generator. The failure of opening the snare might be caused by burning and sticking on the tissue due to the activation during the lower output value setting on the high-frequency generator. The instruction manual of the subject device warns; during the procedure, if you determine that the instrument is not operating properly - due to breakage, disconnection of the operating pipe and operating wire, or burns to tissue from the snare loop - immediately stop using it, and carefully remove it to avoid patient injury. Using an instrument that is damaged and/or not operating properly could cause patient injury, such as hemorrhages, punctures or mucous membrane damage. In addition, the snare loop may burn and become stuck in the tissue, unable to be removed. If the snare loop cannot be removed from the tissue, follow the instructions given below.